Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a univers revers surgery the cup cannot be attached to the shaft. Due to this issue the surgeon had to change the surgical technique and used ar-9501-09cpc because there was no second ar-9501-10cpc inside the loaner set. The ar-9501-09cpc was cemented in. Update 29 nov 2018: the sales rep confirmed that initially it was planned to use a 10mm shaft for the univers revers surgery, but it should not be cemented. The channel for the 10mm shaft was already prepared, then it was noticed that the cup cannot be connected to the 10mm shaft. Because there was no second 10mm shaft in the set, an 11mm shaft was tried, but as it was too big, the 9mm shaft was used. But it was too small for the 10mm channel, the 9mm had to be cemented in.

Manufacturer narrative:
The stem ar-9501-10cpc appears new with only one light dent near the threaded hole, no wear marks. Further examination of the thread shows damage on the first thread of the 155° hole. The cup ar-9502-39cpc also appears new, with minor marks on the top surface. The screw anodization is worn on the first 4 distal threads, and on a 1mm thick radial band between the thread and the screw head. The drive feature area is heavily scratched and dented. The first thread of the screw appears slightly damaged. Complaint confirmed. The most likely cause of why the cup was not able to be connected to the stem is that the screw was threaded in improperly, leading to damages to the first thread of the stem.